Event description:
Technician alleged that the left siderail latch bolt was missing and the left siderail could not be latched.

Manufacturer narrative:
Technician installed a new siderail latch bolt and nut and the left siderail functioned properly.